Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type ib endoleak of the right common iliac artery is confirmed, device, user, procedure or anatomy relatedness of this event could not be determined. There were no procedure related harms identified. The final patient status was discharged on the second postoperative day home following the secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- name has been updated h6: result remove code 3233 h6: conclusion remove code 11

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately, 4 years post initial procedure, a type iiib endoleak with aneurysm growth and a type 2 endoleak (non- device related failure) were detected and physician elected to reline with another bifurcated stent graft and a suprarenal extension. This event was reported under 2031527-2017-00164 and 2031527-2017-00341. Approximately, 1 years post intervention, multiple type 2 endoleaks (non- device related failure) with sac growth was reported. Coiling was performed. This event was reported under 2031527-2018-00689. Now, during a routine follow up, a computerized tomography (cta) revealed a possible type 1b endoleak of the right common iliac (rcia). Another intervention was completed. The physician elected to treat the patient with an four (4) ovation extender extensions being placed bilaterally as the left internal iliac and right femoral were previously coiled. Patient tolerated procedure well.